Event description:
During a surgical procedure while using the electrode we were informed that the tip came off in the pt's bladder. It was recovered without incident and will be returned for evaluation. No pt harm.

Manufacturer narrative:
Upon receipt of this unit, visual inspection of the electrode confirms that the tip came off. Tip observations: as noted in the proximal end of the tip shows signs of severe overheating/burning, which is coincident with the cavity tha accommodates the wire tip. It is also noted the itp is found to be severely deformed. Green insulation review: the green insulation exhibits a small amount of melting at the distal end and there is black residue remaining inside the insulation coincident with the burn marks on the tip shaft itself. Wire observations: the wire has residual solder on the distal end where it had previously been inserted into the ball shaft. A search of prior incidents for this type of instrument was performed with the same or similar description in the problem statement, none was found. The root cause of the failure cannot be determined with the evidence and description provided. However, based on the discoloration/burn area on the ball shaft and the residual solder on the wire, it can be asserted that the instrument was properly assembled at the time of manufacture but experienced an atypical electrical event during use causing the observed damage. Gyrus acmi will continue to monitor the return of subsequent devices for adverse trends.